Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, confirmed that they received a replacement therapy cable for the device and the replacement therapy cable resolved the reported issue. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were attempting to perform test shocks with their device and they were unable to deliver defibrillation energy using the device. The customer received "connect test plug" and "connect electrodes" from the device when attempting to perform the test shocks. As a result, defibrillation therapy would not have been available, if it was needed. There was no patient use associated with the reported event.